Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that after the patient's young son jumped on the patient's chest, an alert triggered. The right ventricular lead was found to have no capture, high pacing impedance, many counts on the sensing integrity counter, noise on the non-sustained ventricular tachycardia episodes and a fracture. The detections were programmed off. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.